Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black image and foreign material in the air/water supply. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image/blackout was due to a faulty plug unit. The issue of foreign material in the air/water supply cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.